Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that externalization of conductors were observed on the rv lead via review of fluoroscopy. No electrical anomalies noted. Lead remains implanted and patient was in good condition.